Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return on the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient expired after the patient's right ventricular (rv) lead was explanted. During the laser lead extraction, the patient experienced a significant drop in blood pressure. The patient's chest was opened and a large superior vena cava (svc) tear was discovered. The patient passed away after approximately two hours of surgery and several high voltage internal shocks were administered.